Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's lead was re-tunneled to the same pocket due to discomfort. It was also reported, the physician electively explanted and replaced the ipg during the procedure. Follow-up revealed, the patient's discomfort has resolved and has effective stimulation.